Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support during an ablation procedure. After the ablation procedure, the patient experienced some oozing from the impella insertion site following the explant. The physician opened the pocket to evaluate the nature of the oozing, manage the condition. The bleed resolved, and the patient was considered to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. The device history record review confirmed that the pump passed all post sterility checks. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.